Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired a seroma following an implant procedure. The seroma was drained and there was no further report of complication. Follow up report indicated that the patient has recovered without sequelae and stimulation has been turned on.